Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 clip applier would not fire when it was fresh out of the box. It acted as if it was empty. Another clip applier was used for this case. There was no consequence to the pt.